Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that all electrodes were placed inaccurately. They were all roughly 3mm inferior to their intended target. The direction of the error on all electrodes suggests that the patient moved closer to the robot after registration. The surgeon and the field service engineer could not come up with a rational explanation for a shift in that direction. Once the surgery was over, the fse checked that the mayfield head holder adapter was properly tightened down on the carbon fiber rods, and found no issues. The patient is doing fine after surgery.

Manufacturer narrative:
It was reported that all the electrodes were placed inaccurately during a surgery. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation the inaccuracy is confirmed. The error is homogenous which indicates that it is due to the same global movement. The deviation analysis confirms that the inaccuracy is probably due to an inelastic and caudal movement of the patient¿s head, after the registration, although the head was properly fixed to a crw frame and the frame to the device. This movement probably remained undetected.

Event description:
It was reported that all electrodes were placed inaccurately. They were all roughly 3mm inferior to their intended target. The direction of the error on all electrodes suggests that the patient moved closer to the robot after registration. The surgeon and the field service engineer could not come up with a rational explanation for a shift in that direction. Once the surgery was over, the fse checked that the mayfield head holder adapter was properly tightened down on the carbon fiber rods, and found no issues. The patient is doing fine after surgery.